Event description:
Patient confused: posey vest applied to keep patient from climbing out of bed. Patient found against bed rail with restraint tight against neck. Initially had no pulse or respirations, code called. Patient responded and transferred to ICU. Next day patient was awake and appeared to be functioning at the level he was prior to the code.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: user education provided. Invalid data - on device destroyed/disposed of status.